Event description:
It was reported that the patient experienced an embolic stroke while admitted on (B)(6) 2022. The stroke was confirmed through a computerized tomography (CT) scan. The patient was noted to be on warfarin and aspirin at the time of the event. Heparin was administered. The event was thought to be possibly related to the device based on the complexities of medical management.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.